Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2015, PICC was placed in a patient by a doctor of gastrointestinal medicine. The image showed a stylet indwelled in a patient's body, but at that time the stylet was unnoticed by the doctor. About one month later, dropping difficulty was noted and this led to replace the PICC device with a port system to be implanted. In removal procedure of PICC device, the stylet might have been released from the valve of the catheter and left in vein. Even the x-ray image showed it, the stylet was unnoticed again. On (B)(6), during physical exam, the stylet was finally found with x-ray image by a doctor of radiology, being around the inferior vena cava. The doctor reviewed with x-ray images of the past as well adn removed the stylet. The patient had no injury.